Event description:
It was reported that the patient experienced difficulty recharging the implantable neurostimulator (ins). They initially thought something was wrong with the recharger or the controller due to difficulty recharging the ins. They were not able to charge the ins because the screen would show numbers, and 5 minutes later "it went back to zip" (this was understood to mean the patient was previously seeing the passive recharge mode screens). They confirmed there was no damage or abnormal heat coming off of the recharger and verified that the recharger pins were not damaged. The patient started charging and confirmed they were able to establish a recharging session, the ins was displaying a red battery, and the controller was showing 100%. The controller battery dropped  from 100-90%, which was reviewed. They previously had to charge the ins with the ins battery displaying a red battery. It took some time for them to get the ins previously charged, but noted that the ins "wasn't working" because they didn't feel stimulation. It was reviewed this was likely due to the ins turning off due to a low battery, which the patient indicated they understood. The patient called (patient services was under the impression that they called their healthcare provider and not the a representative) and was told they accidentally turned the ins off. They were able to turn the ins back on and feel stimulation. They thought the recharger stopped working because they were seeing passive recharge mode with numbers on 85/86 for 10 minutes, which was reviewed. The recharging quality was fluctuating between excellent and good. The patient inquired why the check position was greyed out in the menu and noted previously seeing the "batteries low" screen, which was reviewed. Passive recharge mode was reviewed. The patient was advised to charge their ins. They later called back and noted that they continued charging their implant to see if the battery could get out of the red zone. Now the recharger was burning up and was hot enough to burn; the device was not actually burning the patient and they did not experience any burns to the skin or need to seek medical attention. A replacement device was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger antenna failure; the "poor recharge quality" message was noted intermittently. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.